Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No numbers ramping on the display or display scrolling noted. No moisture damage found on electronic assembly and motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 130 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.